Event description:
Cms (B)(4), windchill (B)(4) on (B)(6) 2024, a customer contacted ortho global technical solution center (gtsc) about what was described as a discordant abo blood group for one patient using ortho biovue system abo-rh grouping cassette lot abe147d, 0.8% affirmagen 84a415 and ortho biovue system reverse diluent cassette lot rdc122h in conjunction with their ortho vision max biovue analyzer (B)(6). Complainant/complaint reporter: (B)(6), laboratory technician date of event: 07 august 2024, reported on (B)(6) 2024 by (B)(6) to ortho gtsc software version: 5.15.0 reagent(s): ortho biovue system abo-rh grouping cassette lot abe147d, expiry 13jan2025, manufactured 18apr2024 0.8% affirmagen 4 lot 84a415, expiry 03sep2024, manufactured 18jun2024 ortho biovue system reverse diluent cassette lot rdc122h, expiry 09mar2025, manufactured 14mar2024 patient information: female; aged 30; pregnant; not transfused, sample ID: (B)(6) the customer reported that on (B)(6) 2024, they had tested a sample from this patient for abo grouping using ortho biovue system abo-rh grouping cassette lot abe147d, 0.8% affirmagen 84a415 and ortho biovue system reverse diluent cassette lot rdc122h in conjunction with their ortho vision max biovue analyzer j80002052 and that they had obtained a clear o rhd positive blood group. The customer reported that on (B)(6) 2024, they had re-tested the same sample from this patient for abo grouping using the same lots of reagents and analyzer and that they had obtained a clear a rhd positive blood group. It is unknown why the customer had re-tested this same sample. The customer reported that on (B)(6) 2024, they had re-tested the same sample from this patient for abo grouping using the same lots of reagents and analyzer and that they had obtained a clear a rhd positive blood group. The customer reported that the biased result obtained on (B)(6) 2024 had been reported to a physician. The customer reported that the patient had not been harmed as a result of the reported event.

Manufacturer narrative:
Investigation details: the customer reported that they had processed quality control to validate biovue technique on the day of the event and that the results were as expected. The confirmation was not provided. The cassettes storage and usage conditions were checked and found aligned with ortho recommendations. The sample preparation conditions were provided: 10 minutes at 4000rpm. Although ortho recommendations are 900 to 1000g for 5 minutes, this is not thought to be the root-cause of the issue reported by the customer as the sample preparations conditions are applied to all samples and no other similar case was reported to ortho. Screenshots of the analyzer test details were provided and confirmed: the pattern of reactions as reported by the customer and the discordant abo conclusions for the 3 tests performed on sample ID (B)(6). The customer reported that the same sample container was used for the 3 tests. Ortho second level (2nd level) had further investigated the analyzer logfiles from (B)(6) 2024, obtained using e-connectivity; summary as follows: -multiple sample containers barcode issues occurred, barcode could not be read -2 different samples were manually assigned on several occasions -when trying to re-read the barcode (by security), the analyzer posted an error code -dispensing of samples and reagents was eventually completed -tests were processed. In addition, after checking the metering report for the liquid levels of the tube tested on (B)(6) 2024, inconsistent volumes of liquid were observed. Based on the detailed analysis performed, 2nd level stated the potential root-cause of the issue reported by the customer, is that the sample container was incorrectly assigned to an incorrect position on the sample rack. The possibility for another/other same(s) to have been assigned incorrect results was not investigated as the customer did not complain about this. The review of the worldwide complaint databases between 28aug2023 and 28aug2024 was performed for call subjects (B)(4) (ortho biovue system abo-rh grouping cassette), (B)(4) (ortho biovue system reverse diluent cassette) and (B)(4) (0.8% affirmagen 4) and lots abe147d, rcd122h and 84a415. No complaint was identified with call area falseneg/falsepos/discres and lot 84a415. One other complaint was identified with call area falsepos and lot rdc122h. Detailed review of the activities for this complaint did not identify a similar profile as these complaints. Two other complaints (from one same customer) were identified with call area discres and lot abe147d. Detailed review of the activities for these complaints did not identify a similar profile as these complaints. No trend is identified. (Dra607381) no further investigation was performed on this incident. The potential assignable cause of the discordant abo blood group obtained by the customer for this patient is associated to a use error, a laboratory operator incorrectly assigning the sample container to an incorrect position on the sample rack. In any case there was no evidence of any systematic failure of the ortho clinical diagnostics reagents and analyzer to perform as intended. In mitigation of the issue reported by the customer, ortho vision analyzer reference guide states in chapter 9 samples/assign to position: "danger: mismatched samples, reagents, or diluents may result in incorrect results. Remove the appropriate rack from the load station. Enter the sample ID, reagent ID, or diluent ID in the appropriate fields on the screen, as needed. Verify all sample, reagent, or diluent positions are correct through the software screen diagram before starting sample processing." No further complaints of this type have been received from the customer site since the time of the reported event.